Manufacturer narrative:
H10: the actual sample was received for evaluation. During visual inspection, the device was returned with the opened packaging and damage to the hansen port on the side of the dmc (data matrix code) connected to housing. The reported condition was verified. The manufacturing plant has a process control in place to test the material characteristics of dialyzer housings, which is called the hansen break test. The successful completion of this test supports that the polycarbonate material used for the housing has been adequately dried, as the molded parts (such as the hansen, or dialysate port) would not have brittle characteristics or break under the stress. Plus, a dialyzer with a missing port could not make it through the manufacturing process to final packaging without being identified. Therefore, the cause of the condition could not be determined; however, the most probable contributing cause for a broken hansen after it is released for distribution, is damage that occurs during the transportation process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a revaclear 400 set during an unknown process step (reported as during prime and ¿end of dialysis¿). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.